Event description:
Voluntary medwatch report received reported that the atrial lead exhibited undersensing. This undersensing resulted in inappropriate shocks delivered by its associated implantable cardioverter defibrillator (ICD). No patient symptoms or additional information was reported.